Manufacturer narrative:
(B)(4). The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that upon initiation of therapy, in an emergency surgery, the intra-aortic balloon (iab) did not inflate and a ¿check iab catheter¿ alarm was generated. The iab was replaced to continue therapy. Mild tortuosity and sclerosis were noted in the patient vessel. There was no patient injury noted.